Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received matrixmand adaption-plate is broken as complained. The breakage runs through the third hole. The other holes are deformed and/or show signs of use. In addition, four (4) matrixmandible locking screws were returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices could have contributed to the complaint condition. Dimensional inspection: could not be performed due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional, visual and packaging specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The certificate of the raw material was reviewed during the performed device history review and met specification. The matrixmand adaption-plate is made from pure titanium (ticp) per iso 5832-2. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. This production lot (6l03557) was manufactured in september 2019 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The given information indicates that the plate was shortened and contoured to fit the patient¿s anatomy. As no manufacturing related issues could be identified we have to assume that the plate failed due to the plate bending. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.503.706s, lot: 6l03557, manufacturing site: selzach, release to warehouse date: 10 sep 2019, expiry date: 01 sep 2029, since there is no allegation against packing or sterility DHR review is done for non-sterile part: non sterile part, part number: 04.503.706, lot number: 3l39692, part manufacture date: 14-jun-2019 , manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of matrixmand adaption-pl 20ho t1 ti product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteotomy surgery for upper and lower jaw with the plate and screws. During the surgery, the surgeon cut the plate and used it. The plate had five (5) holes. The surgery was completed successfully without any surgical delay. The postoperative course was stable, but on (B)(6) when the patient visited the hospital, the surgeon confirmed by x-rays that the plate was broken. The bone union was completed, and the patient condition was good. On (B)(6) 2020 the surgeon removed the broken plate and screws with local anesthesia considering the infection risk. The patient had the removal surgery because the other plates and screws, which were implanted in the first surgery, were not removed. The surgeon stated that the metal fatigue, caused by the plate bending, caused the breakage. The breakage was not caused by excessive bite. No further information is available. Concomitant device reported: lock scr ø2 self-tap l6 tan 1u I/clip (part: 04.503.606.01s; lot: 22p7082; quantity: 4). This report involves one (1) ti matrixmandible 20 hole adaption pl 1.0mm thick. This is report 1 of 1 for (B)(4).